Event description:
It was reported the pt had been hospitalized for abdominal pain, nausea, and he was found to have a spinal cord compression. It was reported the physician planned to keep the pt for rehabilitation and to provide antibiotics. It was reported the pt had been programmed and was receiving effective stimulation. Follow up identified the symptoms had fully resolved without intervention. It was reported the pt was well at the last appointment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.